Event description:
It was reported that the controller exhibited a controller fault alarm due to an internal battery end of life. It was stated that the  patient  confused the alarm and  accidentally disconnected the battery power and the ac adapter causing a  controller power up event. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed that the ¿no power¿ alarm only sounded for a short beep when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating a fault in the internal battery. The internal nickel-metal hydride (nimh) battery powers the ¿no power¿ alarm. Supplemental testing revealed that the nimh battery was swollen, and the cells had voltage levels below what was expected. After the battery was replaced, the controller worked as intended. Log file analysis revealed a controller power up with an associated pump start event was logged on (B)(6) 2024 at 03:31:21, indicating a loss of power. The data point prior to the loss of power revealed that (B)(6) was connected to power port 1 with 96% relative state of charge (rsoc) and that the power adapter was connected to power port 2. The data point after the loss of power revealed that (B)(6) was connected to power port 1 and no power source was connected to power port 2. The controller was without power for thirteen (13) seconds. No anomalies were recorded leading up the loss of power. Review of the alarm log file revealed a controller fault alarm was logged on (B)(6) 2024 at 04:07:46, as well as multiple event exceptions logged on (B)(6) 2024, indicating a fault in the internal battery. Log file analysis also revealed a vad disconnect alarm was logged on (B)(6) 2024 at 12:04:27, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. In addition, log files revealed that the controller had been in use for more than two (2) years. As a result, the reported loss of power and controller fault alarm events were confirmed. The most likely root cause of the controller loss of power can be attributed to the reported disconnection of both power sources from the controller, as described in the event details. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate controller 2.0 with faulty internal batteries. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.